Event description:
Boston scientific crm received information that this right ventricular (rv) lead exhibited loss of capture of unknown duration in both unipolar and bipolar pacing mode. A lead revision was performed were this lead was surgically abandoned, and a new lead was successfully implanted. Other than the procedure, no adverse patient effects were reported.

Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this report will be updated.